Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc201400/04703386, pxc201000/04648902, pxt261418/04135783, and pxa280300/03894414 patient medications: aspirin, plavix, hydrochlorothiazide, lisinopril, mesalamine, metformin, metoprolol tartrate the review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2007, the patient was implanted with five gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that there was a reintervention on (B)(6) 2014 to treat a possible type ii endoleak with aneurysm growth. The aneurysm sac had enlarged to 12.7cm. The physician implanted an aortic extender endoprosthesis to extend coverage proximal and an iliac extender endoprosthesis in the left common iliac artery to extend coverage in that artery. The patient tolerated the procedure.